Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there is no device present on the left side') in a 28-year-old female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urine odor abnormal, dizzy and ectopic pregnancy. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2006 to (B)(6) 2007. Concurrent conditions included gastrointestinal symptom nos, fever, stomach pain, cough, hydronephrosis, hydroureter, phlebolith, urine output decreased, abdominal cramps, flank pain, vaginal yeast infection, loss of consciousness, sore throat, headache, weakness, sweating, shortness of breath, chills, muscle ache, nasal congestion, runny nose, chest pain, urinary urgency, urinary frequency, dysuria, syncope, vaginal discharge, seizure, cystitis, rash, nausea, raised liver function tests, abdominal pain and hydronephrosis. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from december 2005 to october 2006, medroxyprogesterone acetate (depo-provera) from october 2006 to january 2007, paracetamol (acetaminophen) since november 2006 and vitamins nos (multivitamins) from december 2005 to september 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain"), back pain ("low back pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - urinary tract") and nausea ("nausea"), 21 days after insertion of essure (ess205). In january 2007, the patient experienced anxiety ("psychological or psychiatric problems -mental anguish"), depression ("psychological or psychiatric problems - depression") and dermatitis allergic ("allergic or hypersensitivity reaction type:rash/rashes or skin conditions ¿ rash"). In march 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2007, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pain") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), celecoxib (celexa), escitalopram oxalate (lexapro) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety, depression, dermatitis allergic, nausea, fatigue and weight increased outcome was unknown and the pelvic pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, device dislocation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: treatment received for pain, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2006: there is moderate right hydronephrosis and hydroureter but I do not see an obstructing lesion to account for this. Potentially, the patient could have passed a small stone. There are densities in the posterior pelvis bilaterally which are probably phleboliths. I think these are separate from the ureters.; on (B)(6) 2008: 1. Grossly negative CT of the abdomen and pelvis other than some small bilateral intrarenal stones not causing hydronephrosis or blockage. 2. Calcified phleboliths in the pelvis. Findings: there is an occlusion device in the region of the right adnexa, consistent with fallopian occlusion device. There is no device present on the left side. There is nonobstructive bowel gas pattern.; on (B)(6) 2013: 1. No acute abnormality identified on this limited noncontrast exam. 2. 2 mm renal stone within the upper pole of the left kidney, nonobstructing. Computerised tomogram kidney - on (B)(6) 2015: no acute findings within the abdomen or pelvis. Specifically, no obstructing urinary tract stone identified. There is a single nonobstructing approximately 2mm. Left upper pole renal stone. Right sided tubal occlusion device. A left sided one is not definitively seen, however, this has not changed since prior examination.. Hysterosalpingogram - on (B)(6) 2007: fallopian tube occlusion device on the right, not present on the left. This is in report from hysterosalpingogram total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2009: mild right hydro nephrosis. Echogenic material is present in the lower calices on the right suggesting blood and/or pus. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr, device dislocation anxiety, nausea, back pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added. Medical history were added. Fu received. No new significant change made in medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there is no device present on the left side') in a 28-year-old female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urine odor abnormal, dizzy and ectopic pregnancy. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2006 to (B)(6) 2007. Concurrent conditions included gastrointestinal symptom nos, fever, stomach pain, cough, hydronephrosis, hydroureter, phlebolith, urine output decreased, abdominal cramps, flank pain, vaginal yeast infection, loss of consciousness, sore throat, headache, weakness, sweating, shortness of breath, chills, muscle ache, nasal congestion, runny nose, chest pain, urinary urgency, urinary frequency, dysuria, syncope, vaginal discharge, seizure, cystitis, rash, nausea, raised liver function tests, abdominal pain and hydronephrosis. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2005 to (B)(6) 2006, medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2006 and vitamins nos (multivitamins) from (B)(6) 2005 to (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain"), back pain ("low back pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - urinary tract") and nausea ("nausea"), 21 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems -mental anguish"), depression ("psychological or psychiatric problems - depression") and dermatitis allergic ("allergic or hypersensitivity reaction type:rash/rashes or skin conditions ¿ rash"). In march 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pain") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), celecoxib (celexa), escitalopram oxalate (lexapro) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety, depression, dermatitis allergic, nausea, fatigue and weight increased outcome was unknown and the pelvic pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, device dislocation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: treatment received for pain, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2006: there is moderate right hydronephrosis and hydroureter but I do not see an obstructing lesion to account for this. Potentially, the patient could have passed a small stone. There are densities in the posterior pelvis bilaterally which are probably phleboliths. I think these are separate from the ureters.; on (B)(6) 2008: 1. Grossly negative CT of the abdomen and pelvis other than some small bilateral intrarenal stones not causing hydronephrosis or blockage. 2. Calcified phleboliths in the pelvis. Findings: there is an occlusion device in the region of the right adnexa, consistent with fallopian occlusion device. There is no device present on the left side. There is nonobstructive bowel gas pattern.; on (B)(6) 2013: 1. No acute abnormality identified on this limited noncontrast exam. 2. 2 mm renal stone within the upper pole of the left kidney, nonobstructing. Computerised tomogram kidney - on (B)(6) 2015: no acute findings within the abdomen or pelvis. Specifically, no obstructing urinary tract stone identified. There is a single nonobstructing approximately 2mm. Left upper pole renal stone. Right sided tubal occlusion device. A left sided one is not definitively seen, however, this has not changed since prior examination.. Hysterosalpingogram - on (B)(6) 2007: fallopian tube occlusion device on the right, not present on the left. This is in report from hysterosalpingogram total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2009: mild right hydro nephrosis. Echogenic material is present in the lower calices on the right suggesting blood and/or pus. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr, device dislocation anxiety, nausea, back pain, abdominal pain. Lot number: 509816 manufacture date: 2006-05 expiration date: 2008-04 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there is no device present on the left side') in a 28-year-old female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urine odor abnormal and dizzy. Concurrent conditions included gastrointestinal symptom nos, fever, stomach pain, cough, hydronephrosis, hydroureter, phlebolith, urine output decreased, abdominal cramps, flank pain, vaginal yeast infection, loss of consciousness, sore throat, headache, weakness, sweating, shortness of breath, chills, muscle ache, nasal congestion, runny nose, chest pain, urinary urgency, urinary frequency and dysuria. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2005 to (B)(6) 2006, medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2007, paracetamol (acetaminophen) since november 2006 and vitamins nos (multivitamins) from (B)(6) 2005 to (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain"), back pain ("low back pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - urinary tract") and nausea ("nausea"), 21 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems -mental anguish"), depression ("psychological or psychiatric problems - depression") and dermatitis allergic ("allergic or hypersensitivity reaction type:rash/rashes or skin conditions ¿ rash"). In (b)6) 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pain"). The patient was treated with alprazolam (xanax), celecoxib (celexa), escitalopram oxalate (lexapro) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety, depression, dermatitis allergic, nausea and fatigue outcome was unknown and the pelvic pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, device dislocation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2006: there is moderate right hydronephrosis and hydroureter but I do not see an obstructing lesion to account for this. Potentially, the patient could have passed a small stone. There are densities in the posterior pelvis bilaterally which are probably phleboliths. I think these are separate from the ureters.; on (B)(6) 2008: 1. Grossly negative CT of the abdomen and pelvis other than some small bilateral intrarenal stones not causing hydronephrosis or blockage. 2. Calcified phleboliths in the pelvis. Findings: there is an occlusion device in the region of the right adnexa, consistent with fallopian occlusion device. There is no device present on the left side. There is nonobstructive bowel gas pattern.; on (B)(6) 2013: 1. No acute abnormality identified on this limited noncontrast exam. 2. 2 mm renal stone within the upper pole of the left kidney, nonobstructing. Computerised tomogram kidney - on (B)(6) 2015: no acute findings within the abdomen or pelvis. Specifically, no obstructing urinary tract stone identified. There is a single nonobstructing approximately 2mm. Left upper pole renal stone. Right sided tubal occlusion device. A left sided one is not definitively seen, however, this has not changed since prior examination.. Hysterosalpingogram - on (B)(6) 2007: fallopian tube occlusion device on the right, not present on the left. This is in report from hysterosalpingogram. Ultrasound abdomen - on (B)(6) 2009: mild right hydro nephrosis. Echogenic material is present in the lower calices on the right suggesting blood and/or pus. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr, device dislocation anxiety, nausea, back pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there is no device present on the left side') in a 28-year-old female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urine odor abnormal and dizzy. Previously administered products included for an unreported indication: depo-provera from (B)(6)2006 to (B)(6)2007. Concurrent conditions included gastrointestinal symptom nos, fever, stomach pain, cough, hydronephrosis, hydroureter, phlebolith, urine output decreased, abdominal cramps, flank pain, vaginal yeast infection, loss of consciousness, sore throat, headache, weakness, sweating, shortness of breath, chills, muscle ache, nasal congestion, runny nose, chest pain, urinary urgency, urinary frequency and dysuria. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6)2005 to (B)(6)2006, medroxyprogesterone acetate (depo-provera) from (B)(6)2006 to (B)(6)2007, paracetamol (acetaminophen) since (B)(6)2006 and vitamins nos (multivitamins) from (B)(6)2005 to (B)(6)2006. On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2006, the patient experienced abdominal pain ("abdominal pain"), back pain ("low back pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - urinary tract") and nausea ("nausea"), 21 days after insertion of essure (ess205). In (B)(6)2007, the patient experienced anxiety ("psychological or psychiatric problems -mental anguish"), depression ("psychological or psychiatric problems - depression") and dermatitis allergic ("allergic or hypersensitivity reaction type:rash/rashes or skin conditions ¿ rash"). In (B)(6)2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2007, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pain") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), celecoxib (celexa), escitalopram oxalate (lexapro) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety, depression, dermatitis allergic, nausea, fatigue and weight increased outcome was unknown and the pelvic pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, device dislocation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)-2006: there is moderate right hydronephrosis and hydroureter but I do not see an obstructing lesion to account for this. Potentially, the patient could have passed a small stone. There are densities in the posterior pelvis bilaterally which are probably phleboliths. I think these are separate from the ureters.; on (B)(6)2008: 1. Grossly negative CT of the abdomen and pelvis other than some small bilateral intrarenal stones not causing hydronephrosis or blockage. 2. Calcified phleboliths in the pelvis. Findings: there is an occlusion device in the region of the right adnexa, consistent with fallopian occlusion device. There is no device present on the left side. There is nonobstructive bowel gas pattern.; on (B)(6)2013: 1. No acute abnormality identified on this limited noncontrast exam. 2. 2 mm renal stone within the upper pole of the left kidney, nonobstructing. Computerised tomogram kidney - on (B)(6)2015: no acute findings within the abdomen or pelvis. Specifically, no obstructing urinary tract stone identified. There is a single nonobstructing approximately 2mm. Left upper pole renal stone. Right sided tubal occlusion device. A left sided one is not definitively seen, however, this has not changed since prior examination.. Hysterosalpingogram - on (B)(6)2007: fallopian tube occlusion device on the right, not present on the left. This is in report from hysterosalpingogram total bilateral occlusion. Ultrasound abdomen - on (B)(6)2009: mild right hydro nephrosis. Echogenic material is present in the lower calices on the right suggesting blood and/or pus. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr, device dislocation anxiety, nausea, back pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: weight gain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there is no device present on the left side') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urine odor abnormal and dizzy. Concurrent conditions included gastrointestinal symptom nos, fever, stomach pain, cough, hydronephrosis, hydroureter, phlebolith, urine output decreased, abdominal cramps, flank pain, vaginal yeast infection, loss of consciousness, sore throat, headache, weakness, sweating, shortness of breath, chills, muscle ache, nasal congestion, runny nose, chest pain, urinary urgency, urinary frequency and dysuria. Concomitant products included ethinylestradiol; norelgestromin (ortho evra) from (B)(6) 2005 to (B)(6) 2006, medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2006 and vitamins nos (multivitamins) from (B)(6) 2005 to (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) - urinary tract"), nausea ("nausea"), abdominal pain ("abdominal pain") and back pain ("low back pain"), 21 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems -mental anguish"), depression ("psychological or psychiatric problems - depression") and rash ("allergic or hypersensitivity reaction type: rash/rashes or skin conditions ¿ rash"). In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pain"). The patient was treated with alprazolam (xanax), celecoxib (celexa), escitalopram oxalate (lexapro) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, anxiety, depression, rash, nausea and fatigue outcome was unknown and the pelvic pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, fatigue, menorrhagia, nausea, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2006: there is moderate right hydronephrosis and hydroureter but I do not see an obstructing lesion to account for this. Potentially, the patient could have passed a small stone. There are densities in the posterior pelvis bilaterally which are probably phleboliths. I think these are separate from the ureters, however; on (B)(6) 2008: grossly negative CT of the abdomen and pelvis other than some small bilateral intrarenal stones not causing hydronephrosis or blockage. Calcified phleboliths in the pelvis. Findings: there is an occlusion device in the region of the right adnexa, consistent with fallopian occlusion device. There is no device present on the left side. There is nonobstructive bowel gas pattern. On (B)(6) 2013: 1. No acute abnormality identified on this limited noncontrast exam. 2 mm renal stone within the upper pole of the left kidney, nonobstructing. Computerised tomogram kidney - on (B)(6) 2015: no acute findings within the abdomen or pelvis. Specifically, no obstructing urinary tract stone identified. There is a single nonobstructing approximately 2mm. Left upper pole renal stone. Right sided tubal occlusion device. A left sided one is not definitively seen, however, this has not changed since prior examination. Hysterosalpingogram - on (B)(6) 2007: fallopian tube occlusion device on the right, not present on the left. This is in report from hysterosalpingogram. Ultrasound abdomen - on (B)(6) 2009: mild right hydro nephrosis. Echogenic material is present in the lower calices on the right suggesting blood and/or pus. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr, device dislocation anxiety, nausea, back pain, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: new plaintiff fact sheet and medical record were received: this case becomes incident. Lot number added. New events added: device dislocation, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) - urinary tract, depression and mental anguish, rash, nausea, abdominal pain and fatigue, low back pain. Outcome of the events pelvic pain, abdominal pain and low back pain were updated from unknown to recovering. Reporters, date of birth, concomitant drugs and concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.